Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a bph surgical procedure, "fiber stopped working; not vaporizing" was noted. The fiber was exchanged; the second fiber, "overheating at connector and fiber was hot". The fiber was exchanged; the third fiber, "fiber stopped working; not vaporizing." The fiber was exchanged; the fourth fiber, "end firing." The procedure was completed with a fifth fiber. Patient outcome: no injury to the patient reported. This report is for fourth failed fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber: time expended: 33 minutes. The second fiber: 20 joules of use. The third fiber: 75,000 joules of use and 12 minutes. The fourth fiber: 10,728 joules of use and 12 minutes. The fiber tips (caps) of third and fourth fibers were cleaned during the procedure.